Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2378 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 50713475) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, depression, abnormal uterine bleeding, leukocytosis, anxiety, neck pain, back pain, pelvic pain female, abortion spontaneous, parity 1 and gravida ii. Previously administered products included: depo provera. The patient had a family history of pancreatic cancer, stomach cancer, stroke and cervical cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2709 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis a. Uterus and cervix, total hysterectomy: cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium and serosa: no significant pathologic abnormality. Essure coils (2). Gross diagnosis only. B. Bilateral fallopian tubes, bilateral salpingectomy: two fallopian tubes with no significant pathology abnormality. Specimen submitted. A: uterus and cervix. B: bilateral fallopian tube clinical data. Abnormal uterine bleeding. Gross description: essure coils are present on the right and left isthmus(uterine part of the fallopian tube). Photographs of the coils are taken. Fallopian tubes with attached fimbriated ends. Fallopian tube #1 measures 9 cm in length and 0.8 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purplepink, smooth and glistening with no paratubal cysts identified. Fallopian tube with attached fimbriated end #2 measures 8.5 cm in length and 0.9 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purple, smooth and glistening with no paratubal cysts identified. [Ultrasound scan] on (B)(6) 2020: small retroverted uterus without focal abnormality. Endometrium measures 12.5 m on day 10 of cycle. Right essure device is visualized in expected position, however left essure device appears to be more lateral than expected. Normal appearing ovaries with follicular change , no adnexal masses, no free fluid . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2378 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 50713475) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, depression, abnormal uterine bleeding, leukocytosis, anxiety, neck pain, back pain, pelvic pain female, abortion spontaneous, parity 1 and gravida ii. Previously administered products included: depo provera. The patient had a family history of pancreatic cancer, stomach cancer, stroke and cervical cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2709 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: uterus and cervix, total hysterectomy: cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium and serosa: no significant pathologic abnormality. Essure coils (2). Gross diagnosis only. Bilateral fallopian tubes, bilateral salpingectomy: two fallopian tubes with no significant pathology abnormality. Specimen submitted: uterus and cervix; bilateral fallopian tube. Clinical data: abnormal uterine bleeding. Gross description: essure coils are present on the right and left isthmus(uterine part of the fallopian tube). Photographs of the coils are taken. Fallopian tubes with attached fimbriated ends. Fallopian tube #1 measures 9 cm in length and 0.8 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purplepink, smooth and glistening with no paratubal cysts identified. Fallopian tube with attached fimbriated end #2 measures 8.5 cm in length and 0.9 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purple, smooth and glistening with no paratubal cysts identified. [Ultrasound scan] on (B)(6) 2020: small retroverted uterus without focal abnormality. Endometrium measures 12.5 m on day 10 of cycle. Right essure device is visualized in expected position, however left essure device appears to be more lateral than expected. Normal appearing ovaries with follicular change, no adnexal masses, no free fluid. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Lot number, surgical pathology report, lab data, medical history, concomitant conditions, and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 33 year old female patient who had essure inserted (lot no. 50713475) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, depression, abnormal uterine bleeding, leukocytosis, anxiety, neck pain, back pain, pelvic pain female, abortion spontaneous, parity 1 and gravida ii. Previously administered products included: depo provera. The patient had a family history of pancreatic cancer, stomach cancer, stroke and cervical cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2709 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis a. Uterus and cervix, total hysterectomy: cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium and serosa: no significant pathologic abnormality. Essure coils (2). Gross diagnosis only. B. Bilateral fallopian tubes, bilateral salpingectomy: two fallopian tubes with no significant pathology abnormality. Specimen submitted a: uterus and cervix b: bilateral fallopian tube clinical data abnormal uterine bleeding gross description: essure coils are present on the right and left isthmus(uterine part of the fallopian tube). Photographs of the coils are taken. Fallopian tubes with attached fimbriated ends. Fallopian tube #1 measures 9 cm in length and 0.8 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purplepink, smooth and glistening with no paratubal cysts identified. Fallopian tube with attached fimbriated end #2 measures 8.5 cm in length and 0.9 cm in diameter. The fimbriated end appears normal and villous. The outer surface of the tube is purple, smooth and glistening with no paratubal cysts identified. [Ultrasound scan] on (B)(6) 2020: small retroverted uterus without focal abnormality. Endometrium measures 12.5 m on day 10 of cycle. Right essure device is visualized in expected position, however left essure device appears to be more lateral than expected. Normal appearing ovaries with follicular change , no adnexal masses, no free fluid . Batch no50713475 production date 201302 expiration date 20160229. Quality safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent followup information incorporated above includes data received on: 11jan2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.